Event description:
On (B)(6) 2020, the crt-d was implanted and connected to the already implanted non-sorin leads. Reportedly, during the first follow-up on (B)(6) 2020, no anomaly was observed. On (B)(6) 2021, the patient was hospitalized for 6 days due to heart failure (lower limb edemas and ascites) and had these ascites punctured. On (B)(6) 2021, a standard 12-month follow-up was performed and no anomaly was observed. It was reported that the patient died on (B)(6) 2021 from an unknown cause.

Manufacturer narrative:
Review of the patient files dated (B)(6) 2020, (B)(6) 2020 and (B)(6) 2021 did not reveal any anomaly to suggest that the device could have contributed to the death of the patient.no patient files were available for the time period surrounding the patient's death and the device was not returned for analysis. Therefore no further investigation could be performed. Nevertheless, the patient's death was reportedly not device-related.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, the crt-d was implanted and connected to the already implanted non-sorin leads. Reportedly, during the first follow-up on (B)(6) 2020, no anomaly was observed. On (B)(6) 2021, the patient was hospitalized for 6 days due to heart failure (lower limb edemas and ascites) and had these ascites punctured. On (B)(6) 2021, a standard 12-month follow-up was performed and no anomaly was observed. It was reported that the patient died on (B)(6) 2021 from an unknown cause.